Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a damaged instrument during a procedure. The surgeon damaged the penfiled 8732-6108 by hitting it accidentally with a cutting drill burr. This has damaged the product past the point of utilization. The surgeon was performing a lateral lumbar interbody fusion (llif) - left approach in lateral decubitus, a revision for a failed l4-l5 transforaminal lumbar interbody fusion (tlif) procedure.

Manufacturer narrative:
No patient/user serious injury or adverse event associated with this report. The returned device was examined. There tip of the instrument is damaged; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. As stated by the reporter of this event, this issue was a result of the surgeon accidentally hitting the device with a cutting drill burr during surgery.